Event description:
It was reported that the patient removed the ilet overnight due to not having a cgm, used backup insulin therapy, and inadvertently administered 50 units instead of 5 units, after which ems transported the patient to the emergency department; the patient later reattached the ilet and manually entered bg values. Symptoms included profound hypoglycemia with bg reportedly 22¿24 mg/dl, inability to move or speak, a transient burning eye sensation, and functional impairment. Outcomes included emergency medical services involvement, emergency room care, oral carbohydrate administration, and discharge home the same day without reported long-term effects. Investigation included complaint record review, user interview, and product-use assessment. Investigation of this case revealed user management of diabetes without cgm and off-label backup dosing error while not wearing the ilet as the precipitating factor, with no device alarms reported. It was concluded that hypoglycemia occurred while the ilet was not in use and was related to an accidental overdose of backup insulin, with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.